Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Concomitant product: (B)(4) implantable pacemaker 2006 (B)(6). (B)(4).

Event description:
It was reported that during an atrial fibrillation ablation procedure, the right atrial lead was suspected to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.